Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the MFR. Add'l info (including x-rays and medical records) was requested. If add'l info becomes available, the eval summary will be submitted in a supplemental report.

Event description:
It was reported that, "the pt's implants were loosening so the surgeon revised."